Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 251 (mg/dl). Reportedly, customer believes elevated bg can be attributed to breakfast consumed and active insulin on board from a bolus delivery. Therefore, customer declined to complete any troubleshooting with tandem technical support.